Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the target position but would not pace when the physician tested the lead. The physician tried to implant the lv lead in different positions but the lead would still not work as expected. The physician explanted and replaced the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.